Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14e15035 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by feeling poor and abdominal pain. On the same day as onset, the patient was hospitalized for the event. The patient was diagnosed with peritonitis and on the same day as diagnosis, the patient was treated for the event with vancomycin (dose and frequency not reported) ip-intraperitoneally. Three days after the initial receipt of this report, the patient was discharged from the hospital. At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing. No additional information is available at this time. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). Event date: (B)(6) 2014, the patient was diagnosed with peritonitis. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).